Manufacturer narrative:
A ge service representative performed an on site investigation. The sram memory was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a check sum error at boot up. No pt injury was reported.